Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3998, lot# j0349396v, implanted: (B)(6) 2004, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that the patients device was suspected to be in overdischarge (od). The patient had trouble recharging since (B)(6) 2014 and had only a ¿little¿ charge at that time. The patient tried to charge again the day prior to the report but the reposition antenna screen was displayed. The patient could not turn up stimulation. She stopped feeling stimulation the day prior. The patient tried for 45 minutes the night prior. The patient tried to use her programmer but got the ¿sync up required¿ screen, and after syncing, the poor communication screen was displayed. It was reviewed that this was the patients third od and she most likely would need to have the stimulator replaced. The patient was redirected to her physician. It was further reported that the patient still had concerns but was working with her physician and/or company representative. Additional information was requested, if received, a follow up report will be sent.